Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock. Reportedly, the customer "flicked" the luer lock several times during the fill tubing process and reported that the air bubble did not move. The customer's blood glucose (bg) level was 322 mg/dl with trace ketones. Reportedly, the bg level was addressed with a bolus via the pump and the cartridge was continued to be used.